Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The video controller circuit board and the video cables were suspected of causing the errors and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had on going communications errors. There was no adverse patient involvement reported. There was no patient information reported.